Event description:
It was reported that the pt presented with gradually increasing atrial lead impedance. The lead exhibited out of range impedance. Capture and sensing were normal. The pt was planned to be monitored normally.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.